Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. Although requested, it is unknown if the event occurred during patient use. Third party biomed inspected the device and was able to verify the alleged condition in the diagnostic log but could not duplicate the alleged condition. The extended self-test (est) was performed and passed the test.